Event description:
Initial surgery occurred on (B)(6) 2013 involving a three level acdf at c4-c7. On (B)(6) 2013, pt was reaching up and twisting with both arms when he felt a pain in his neck, which resulted in soreness. Additionally it was reported that he did not have any radiating pain in his arms. He also had no other injuries. Pt was otherwise compliant with post operative care. Reportedly, two 17 mm fixed screws (inferior) of the eight screws, fractured. Revision surgery occurred on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Radiographs confirmed that two inferior bone screws on the plate were fractured. Revision surgery occurred on (B)(6) 2013 in which the fractured screws were removed and another two were placed to complete treatment. Explanted screws have not been returned to nuvasive for evaluation. Information suggests that union had not occurred at the time of the fracture. Pt activity at the time of the event may have caused a contributed to the event. The root cause of the failure remains unknown. Review of labeling notes: warnings cautions and precautions: "...potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "... Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant."